Event description:
It was reported that the customer was hospitalized with low blood glucose below 20 mg/dl. She was treated intravenously. Customer left hospital with blood glucose of 292 mg/dl. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. Upon review of programming and history, there was a rewind and prime that the customer did not remember doing from the night before. The prime showed 0.5 units and a 1.6 unit manual prime. Customer later remembered that she may have performed this set change, after all. The reservoir was showing about 60 units of insulin and the status screen was showing 72 units. Customer stated the reservoir was not manipulated while she was connected. The displacement test was performed and passed. The insulin pump had not been exposed to magnetic resonance imaging. The customer was advised revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.